Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had clavicle crush. Apparent conductor fracture and high impedence were also reported. The lead was capped and replaced. No patient complications were reported as a result of this event.